Manufacturer narrative:
Device was used for treatment, not diagnosis report was initially submitted on jun 25, 2014 but due to issue in field submission failed. Realized on may 08, 2015 needed to resubmit medwatch. Update and resubmitting medwatch on may 14, 2015. Implant and explant dates: initial implant date reported as; between (B)(6) 2010. The second explant date was reported as; (B)(6) 2014. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was in a motorcycle accident in 1975, the day after the accident patient's tibia was plated with non-synthes product. Patient was re-operated with a 4.5 mm narrow locking compression plate- dynamic compression plate (lc-dcp) and seven unknown 4.5 mm cortex screws due to nonunion between (B)(6) of 2010. Actual date patient was re-plated to synthes plate and screws is unknown. On (B)(6) 2014 patient still had the non-union and plate and screws were removed. Surgeon then did a bone graft and replaced the plate. Tibia has been in nonunion since 1975. Surgical outcome was good. There was no report of a surgical delay. This report is 1 of 2 for complaint (B)(4).